Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a pericardial effusion (pe) occurred. During an atrial fibrillation ablation procedure, to treat atrial fibrillation, a farawave pulsed field ablation catheter and faradrive steerable sheath clear was selected for use. The ablation procedure was completed. At some point after the procedure, the patients blood pressure dropped, and an effusion was noted on intracardiac echocardiography (ice). A pericardial tap was performed and 450ml of blood was drained. The patient was admitted to hospital beyond standard of care and expected to make fully recover. The sheath and catheter are not expected to be returned for analysis as they were disposed. It was further reported that after draining the pericardial effusion, protamine was given prior to tap. The physician proceeded with the watchman procedure. The left atrium was re-accessed, and an activated clotting time (act) was drawn, resulting in 158 seconds. The watchman sheath was inserted into the left atrium, and additional heparin was administered. The watchman device was successfully deployed. Upon exiting the left atrium, the physician drained an additional 50 ml from the pericardium. The patient was then sent to the intensive care unit (ICU). During the night, the patient required a pericardial window and was found to have a left ventricular clot. Additionally, the physician believed that the perforation happened during the ablation procedure and was not fully resolved prior to the watchman procedure.